Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen response was delayed and that the usb port may have been damaged, as pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to blood glucose. The customer reverted to an alternate method in insulin therapy. No further information was obtained as customer declined troubleshooting with tandem technical support.